Manufacturer narrative:
Concomitant medical products: product ID 4524-45 lead, implanted: (B)(6) 1999.

Event description:
It was reported that the right ventricular (rv) lead had low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.